Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive and sticking for the past two weeks. The patient noted that the ok button symbol is worn off but confirmed that the keypad is intact. The patient reportedly wipes the pump with water as needed. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok, up arrow and down arrow keypad buttons were intermittently responsive and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.